Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a healthcare provider reported that the patient had a change in their therapy but the cause was unknown. It was noted that the system had not worked since implant. They had turned the device off for a year because they had given up on getting effective therapy from the device. Additional information received from the doctor¿s office indicated that the patient had been back and forth frequently; wanting their stimulator removed so they could have brain stimulation or electroshock therapy for depression. It was noted that the patient had a history of mental illness and a history of non-compliance. The patient¿s doctor office had not seen the patient since the device was implanted and the patient didn¿t come in for a post-op visit. The doctor¿s office felt that any issues with the system were likely not a problem with the stimulator. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.